Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was unknown at the time of the incident. Self test did not passed. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, the insulin pump alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the formatted history file along with audio anomalies due to broken traces at of the keypad assembly.